Manufacturer narrative:
(B)(4). This complaint is related to #1828100-2015-00891.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit would not power on. When the unit was turned on, all the lights started to blink, alarms sounded and the unit could not finish booting up. As a result, an alternate system was employed. There was no delay and no blood loss. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The feild service representative has been in contact with the user facility regarding timing for repairs.investigation is ongoing.

Event description:
Additional information: the surgical procedure was completed successfully. There were nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found that the unit required service confirming the complaint. He replaced the main computer card (printed circuit board assembly-pcba) as tested the unit for functionality. The unit passed release testing and was returned to clinical use. The fsr accidentally dropped the suspect part from his work surface onto the floor where it cracked the board. Therefore, the fsr disposed of the part and no part wil be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.